Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer stated that the reservoir compartment was broken in half, but the reservoir was still able to lock in place. Customer¿s blood glucose was unknown at the time of event. The insulin pump is expected to return for failure analysis.